Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided.

Event description:
The customer reported an ongoing issue of under infusions with primary and secondary infusions typically with taxol. The fluid bag was weighed by pharmacy prior to distribution. The most recent under infusion consisted of 100ml of the 250ml remained in the bag. There was no report of patient harm.